Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, among other alarms, including a no delivery alarm. Customer's blood glucose was not known. Customer cleared the alarms and continued to use the insulin pump. Nothing further reported.